Event description:
The customer reported, the system is displaying a motion failed error message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the remote user interface (joystick module). System operates as intended. (B)(4).